Event description:
It was reported that while preparing for a ureteral stenting treatment procedure, the pigtail was torn. A percuflex plus ureteral stent had been selected to treat an unspecified target lesion. While preparing the device it was noticed that the pigtail was "some torn". The device did not contact the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".